Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 550 mg/dl. The customer stated that his blood glucose began to rise after his dinner bolus around 7:30 pm. After several dinner boluses and an injection of insulin, the customer stated that his blood glucose went up to 550 mg/dl then crashed to 21 mg/dl by 6:30am. The customer stated that the incident cause the paramedics to treat him on the scene at home. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer stated that after the fourth set change, his blood glucose settled down to acceptable levels.